Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited a leakage. There was patient involvement, no injury was reported.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done, but the reported issue was duplicated. A leak was identified on the cuff. The root cause of the issue was unknown. A review of the device history record (DHR) indicated that all inspections were completed during manufacture, and no issues had been noted at that time.